Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient experienced high pacing thresholds and loss of capture from this right ventricular lead due to perforation of the heart wall and lung. The patient underwent a post revision of previously perforated lead and it was noted the new right lead to be completely perforated through apex and was buried in the patients left lung. Subsequently, the lead was removed and a new lead was surgically implanted. No additional adverse patient effects were reported. The patient will be in follow-up.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this patient experienced high pacing thresholds and loss of capture from this right ventricular lead due to perforation of the heart wall and lung. The patient underwent a post revision of previously perforated lead and it was noted the new right lead to be completely perforated through apex and was buried in the patients left lung. Subsequently, the lead was removed and a new lead was surgically implanted. No additional adverse patient effects were reported.